Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was informed that the patient had been cleaning the tubing, mask, and water chamber using mild dish detergent and hot sterile water. The patient did not use vinegar or a cleaning machine. The patient reported that the water chamber felt "gritty" after cleaning, although it was not described as sand, and the patient uses sterile water in the chamber. The patient underwent dental surgery to have teeth extracted, during which complications arose, including lung collapse. As a result, the patient required hospitalization for stabilization before being discharged. The patient has had multiple hospitalizations due to lung issues and experiences immediate respiratory effects if ill. Recently, the patient was treated for a bladder infection, which led to another emergency room visit where the patient¿s lungs collapsed. The patient was subsequently intubated and placed on a ventilator. The patient¿s condition has progressively worsened, particularly in regard to lung function. Despite extensive evaluation, the cause of the patient¿s deteriorating health remains undetermined. Prior to approximately three years ago, the patient had been relatively healthy. The patient is currently very weak, having recently suffered from pneumonia, and is highly susceptible to illness. The patient was recently hospitalized for eight days and previously spent 27 days in the hospital for respiratory issues. The patient is now on continuous oxygen therapy. The attending physician has been unable to identify the underlying cause of the patient¿s condition. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was informed that the patient had been cleaning the tubing, mask, and water chamber using mild dish detergent and hot sterile water. The patient did not use vinegar or a cleaning machine. The patient reported that the water chamber felt "gritty" after cleaning, although it was not described as sand, and the patient uses sterile water in the chamber. The patient underwent dental surgery to have teeth extracted, during which complications arose, including lung collapse. As a result, the patient required hospitalization for stabilization before being discharged. The patient has had multiple hospitalizations due to lung issues and experiences immediate respiratory effects if ill. Recently, the patient was treated for a bladder infection, which led to another emergency room visit where the patient¿s lungs collapsed. The patient was subsequently intubated and placed on a ventilator. The patient¿s condition had progressively worsened, particularly in regard to lung function. Despite extensive evaluation, the cause of the patient¿s deteriorating health remains undetermined. Prior to approximately three years ago, the patient had been relatively healthy. The patient is currently very weak, having recently suffered from pneumonia, and is highly susceptible to illness. The patient was recently hospitalized for eight days and previously spent 27 days in the hospital for respiratory issues. The patient is now on continuous oxygen therapy. The attending physician had been unable to identify the underlying cause of the patient¿s condition. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer has updated box h coding in this report